Manufacturer narrative:
The field service engineer could not determine a cause. As a preventive measure, he replaced pumps and a probe. He verified all probe alignments, rinse mechanism functionality, and pumps. The system initialized without errors. Calibration passed without errors and quality controls were within range. The customer has had no further issues since the service visit. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated that they received questionable results for two patient samples tested with ise indirect na, cl for gen.2 on a cobas 6000 c (501) module. Of the two samples, one had discrepant na and cl values. No incorrect values were reported outside of the laboratory. The specific date of the event is not known and occurred during the week of (B)(6) 2019 to (B)(6) 2019. The sample initially resulted with an na value of 125.4 mmol/l, which repeated as 142.8 mmol/l. This sample initially resulted with a cl value of 123.3 mmol/l, which repeated as 106.8 mmol/l. The repeat results were believed to be correct. No adverse events were alleged to have occurred with the patient. The na electrode lot number was p7341. The electrode expiration date was asked for, but not provided.